Event description:
During a post-implant control, a loss of sensing and episodes of noise resulting in oversensing were observed on the device. An additional surgery was performed to re-implant the device deeper into the pocket, but a loss of sensing, noise resulting in oversensing, and undersensing were all observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The field complaint of noise and sensing problems were not confirmed. The device was received from the field with the battery voltage above elective replacement indicator (eri) level. Analysis of the device image indicated the device was within normal range of operation. Further analysis was performed, including a sensitivity test which exhibited normal device characteristics with no anomalies. A longevity assessment was performed, and device was in the normal range of operation with the appropriate remaining longevity.